Manufacturer narrative:
(B)(4) date sent: 4/24/2025 d4 batch #: a9c875. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. No adverse consequences on patient. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. During functional testing on gen11, an alert screen was displayed. The instrument was mechanically tested and it was noted that the lever did not actuate the clamp. Functional testing could not be performed as the device did not properly attach to the handpiece. The device was disassembled to verify the condition of the internal components and a component from the lever-clamp mechanism was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the component affected the interface between the handpiece and the device. Also, corrosion was found at the min / max hand activation dome. It is possible that the collar tube did not allow the device to torque properly and generate an alert screen. No conclusion could be reached as to what caused the damage to the tube collar component. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number a9c875 and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the minimum & maximum not working on generator.